Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose level was 273 mg/dl at the time of the incident. Customer got an error message that said to restart his pump. It shut down and when he turned it back on the battery was dead. Customer reports they were able to clear the alarm(s). Customer states they are able to rewind the pump. Displacement test was failed. Customer stated that he trying to change his reservoir but it doesn't seem like the pump was rewinding all the way. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.